Event description:
The patient reportedly experienced a skin flap infection following the implant surgery. Upon examination on (B) (6) 2010, the patient's skin flap was draining at the incision. The patient was prescribed bactiban ointment. On (B) (6) 2010, the patient was prescribed cortisporin (keflex) for the duration of ten days.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient was reportedly seen on (B) (6) 2010 and the patient's incision site looked healed and no swelling was observed. The patient's infection has reportedly resolved. This is the final report.